Event description:
Revision surgery - due to the patient's hip stem being loose.

Manufacturer narrative:
The reason for this revision surgery was stem loosening after 8 months in vivo. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 2 non-conforming material reports (ncmrs) associated with this product. (B)(4). A review of the product complaint report history showed there is one prior complaint against this part number. This is the first complaint from this lot. The investigation is limited in scope as the explanted product was not returned to djo surgical and a definitive root cause cannot be determined. Several factors not related to the implant can play a role in loosening such as loose joint from inadequate soft tissue or trauma. There are no indications of a product or process issue affecting implant safety or effectiveness.